Manufacturer narrative:
Final analysis found no output and telemetry during interrogation. The battery was extremely depleted below end-of-life (eol) to 0.48 v. After replacing the battery, and downloading the product code, the device functioned normally. The pulse generator was received approximately 1.4 years after explant.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator was in back-up mode. An attempt to perform a download and interrogate the device failed. In november 2007, the measured battery data was 2.66 v, 16 ua, 9.1 kohms with about 5 months remaining longevity. The device was subsequently replaced.